Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. Based on the review, implanting the device in an off-label location and migration have been ruled out as potential causes of the reported issue. Other potential causes of loss of therapy are improper stimulation parameters, improper placement during surgery, incorrect surgical technique and severe force applied to the implant. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the welt and loss of therapy is likely due to severe force applied to the implant when the patient fell onto her back (user error - patient).

Event description:
The patient experienced a fall and a subsequent reduction in therapy efficacy, but is still receiving pain relief. In addition, the patient reported a dissolvable suture is sticking out and causing irritation. Reprogramming attempts have been made and the patient is scheduled to follow up with the physician in march. No explant or revision procedure is scheduled at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. Based on the review, implanting the device in an off-label location and migration have been ruled out as potential causes of the reported issue. Other potential causes of loss of therapy are improper stimulation parameters, improper placement during surgery, incorrect surgical technique and severe force applied to the implant. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the welt and loss of therapy is likely due to severe force applied to the implant when the patient fell onto her back (user error - patient).

Event description:
The patient experienced a fall and a subsequent reduction in therapy efficacy, but is still receiving pain relief. In addition, the patient reported a dissolvable suture is sticking out and causing irritation. Reprogramming attempts have been made and the patient is scheduled to follow up with the physician in march. No explant or revision procedure is scheduled at this time.